Event description:
It was reported that a spectrum pump had a screen that does not respond. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "screen will not respond," which was reproduced. The device was eval confirmed the #0, #1 and #2 key to have intermittent response caused by a failed keypad. The remaining keys and screen were tested and were functioning as expected. The front case was replaced, addressing the failed keypad. Baxter has initiated a CAPA to further investigate this issue.